Event description:
It was reported that the customer's insulin pump was not delivering insulin. The customer stated that they had been experiencing high blood glucose levels for three days. The customer's blood glucose was 330 mg/dl. Troubleshooting was done. The customer expressed having a headache and excessive thirst as symptoms of her high blood glucose levels. The customer stated that, while running the manual prime, the insulin was exiting the tubing extremely slowly. The customer stated that the motor did not sound normal. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.